Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens was received at the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed. The lens was observed with one lens haptic detached. The other haptic was observed at the folded position. Part of the optic and edge sections were observed ripped/torn. Evidence of viscoelastic residue, ovd (ophthalmic viscosurgical device) was observed. The customer''s reported issue of lens cracked was verified on the returned lens sample as iol ripped/torn. Manufacturing record review: a review of the manufacturing records for the lens was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification no non-conformance reports were identified in the review that were related to the reported customer''s complaint. A search revealed no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that before insertion into the patient''s eye, the cartridge and the intraocular lens (iol) cracked. No patient injury or involvement was reported. Additional information was received and it was learnt that the tip of the cartridge cracked as the lens was being ejected (into the patient''s eye). Lens cracked while being ejected. No further information was provided.